Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that one pcee45a device was returned with the anvil bent upwards and without reload present. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's related to the reported complaint condition were identified.

Event description:
It was reported that during a lobectomy procedure, it was either the third or fourth firing where the issue occurred. The reload used was a gold ecr reload and the tissue in question was quite thick. The device partially fired, it could clearly be heard that the motor was struggling to fire through the tissue. As a result, towards the end of the firing sequence the surgeon could feel movement at the distal end of the device. Once the device was removed from the tissue, it could be seen that the anvil had been bent out of shape. Staples were deployed and those at the first half of the firing sequence were formed in the proper closed b-formation. The device cut partially. Another device was used. The patient is fine.